Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to leak in reservoir. The reservoir was replaced for a new one. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. There were no adverse patient effects, patient is doing fine. The device was replaced due to implant would not pump up. The device was not returned. The implant surgery of the previous device was in 2015, dr. Thinks it was at another hospital.